Manufacturer narrative:
The device was returned for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that following led to the malfunction: faulty/defective charged coupled devic (ccd). Component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope displayed image with stripes during inspection for use. There were no reports of patient involvement.